Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
1 suspected false positive sofia flu b result for 1 patient. Not confirmed with an alternate assay, but negative twice upon repeat. The same patient produced conflicting flu and sars results upon multiple retests. Additional reports will be filed for each suspected false positive result.